Manufacturer narrative:
Stryker further evaluated this event and was unable to verify or duplicate the reported issue. The customer was using third party adult and pediatric therapy pads, these can contribute to improper device functioning. The root cause was unable to be determined. H6: results and conclusion code updated to reflect that no device problem was found and no cause was established.

Event description:
The customer contacted physio-control to report that when trying to pace a patient their device kept going blank and needed a restart in order to continue care. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found the device's therapy leads, ECG trunk, and precordial leads were all outdated. All were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer provided the available information and informed physio-control that no further patient information is available.

Event description:
The customer contacted physio-control to report that when trying to pace a patient their device kept going blank and needed a restart in order to continue care. This issue is patient related; however there was no adverse event reported.